Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a tha in her right hip joint in (B)(6) 2023, patient experienced failed total hip arthroplasty. Patient developed increasing hip pain, x rays were obtained which showed the acetabular component had failed and migrated. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which, due to the pelvic discontinuity, surgeon implanted a custom tri flange cup along with conversion to total hip arthroplasty. During procedure, there was serous fluid around the hip, although, there was not any signs of pus or obvious infection. In addition, there was abundant dense scar tissue that took significant time to dissect out and clear up the borders around the acetabulum. The incision was dressed with a sterile dressing and the patient was awakened and taken to the pacu in stable condition. The patient tolerated the procedure well, there were no complications, and hemovac drain was placed.